Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was noted that the patient's aortic neck had tortuosity. During follow up it was reported that there was a type ia endoleak. The physician noted that there was no neck just below the left renal artery and due to the greater curvature of the neck the endoleak occurred. The patient received an intervention where another manufacturer's stent was implanted inside the proximal area of the bifurcation to expand the stent graft. The endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.